Event description:
It was reported that sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the closure device was being recaptured, the was sheath kinked. The procedure was completed with another sheath. No damage and no patient complications were noted.